Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6)2016 because she was not receiving insulin. The customer's blood glucose level was 590 mg/dl. She was nauseous and had chest pain. The customer treated her high blood glucose level with the insulin pump. She was given insulin drip and fluids. The customer was wearing the insulin pump at the time of the emergency room visit. The high pressure test passed. The device was not returned.